Event description:
It was reported that a home patient experienced a connection issue. It was reported the transfer set was not locking. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and revealed broken occluder feet. Functional testing, including pressure testing, leak testing, clear-passage testing, integrity testing,and clamp-function testing were performed. The clamp-function testing confirmed the issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause of the broken occluder feet was undetermined. Should additional relevant information become available, a supplemental report will be submitted.